Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "foreign material in the air/water (a/w) cylinder and channel" occurred due to reprocessing was not conducted properly due to leakage from the grip. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of grip, water tightness was lost; grip had a dent; air/water cylinder and suction cylinder both had no color; switch box had a scratch; electrical connector had corrosion due to water leakage; due to damage on electrical connector, the image was not displayed; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; adhesive on bending section cover had a discolored area; and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the air/water tube and air/water cylinder both had foreign objects. There was no patient involved.